Manufacturer narrative:
Philips has investigated this complaint. Philips received a complaint stating system was stuck at zero. The remote service engineer (rse) analyzed the system remotely and identified the system would not boot up properly had to reboot the system. Analysis of system log file could not confirm the reported malfunction. The system was monitored and there was no reoccurrence of reported event. However, the system eventually came back to online and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up successfully; it got stuck at 00:00. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.